Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 500 mg/dl. The customer reported that the insulin pump had insulin flow block alarm, but patient was able rewind and was able to prime and had the issue again. It was reported that the issue was recurring. It was unknown whether the customer was using automode. It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.